Event description:
It was reported that there was an issue with ek212su - disp.trocar thrd.w.dilating pin 5/60mm. In the unopened package, a foreign body was noted. It was replaced with another product. There was no patient harm. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: b5 - updated description, d4 - expiration date, d6 - product return, h3 - yes, evaluation, h4 - manufacture date, h6 - codes updated. The complaint has been re-assessed and is no longer considered to be reportable. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3 and 803.50, this event is not considered / deemed as a reportable event for the following reason: - no death or serious injury. - no malfunction that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. No device failure was detected during investigation. Investigation results: the "particles" complained about by the customer are not particles but inclusions in the blister material. As these are not particles, the packaging has also been assessed as acceptable. The size of the inclusions would also not be assessed as particles based on the comparison with internal standards chart. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to specifications valid at the time of production. Two similar incidents have been filed with products from this batch. Conclusion/preventive measures: no failure was detected. The particles complained by the customer could not be confirmed as such. There are inclusions in the blister material that can be assessed as non-critical. Based upon investigation results, a CAPA is not necessary.

Event description:
Update: a black spot was noted in the sterile package but not in the product itself.